Event description:
The customer obtained a non-reproducible higher than expected vitros trop I es result (0.070 ng/ml) from a single patient sample run on the vitros eciq immunodiagnostic system. The expected vitros trop I es result for the patient sample in question was determined to be 0.022 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected vitros trop I es result was not reported out of the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible higher than expected vitros trop I es result was obtained from a single patient sample run on the vitros eciq immunodiagnostic system. Results of precision testing demonstrated that the vitros eciq immunodiagnostic system was not performing as expected at the time of the event. An ocd field engineer made repairs to multiple instrument subsystems, including parts replacement and adjustments. Following completion of these service actions, acceptable vitros trop I es performance was initially observed. However, the customer reported additional recurrence of a similar issue, and the investigation is ongoing. At this time, there is no evidence to suggest that a vitros trop I es reagent issue contributed to the event. The root cause of this event is most likely instrument related.